Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was over 400 mg/dl. Customer stated that the motor was not working and their blood glucose was out of control. Customer stated that he is currently in the hospital. Customer stated that the pump was exposed to a cat scan. Customer stated that they are able to rewind the pump. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that they are able to rewind the pump and the alarm occurred during the prime process. Customer stated that the pump passed the displacement and self test. Troubleshooting was performed and customer stated that the insulin did exit. Customer was advised that the alarm may have been related to a connection issue. Customer was assisted with resetting the fixed prime. Customer was advised to monitor the pump.